Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, a5, b3, b5, b6, d1, d2, d3, d4, d.6a, d.6b, h4, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b

Event description:
Healthcare professional reported left side capsular contracture baker grade iii, fibrous capsule is thickened, folds and lobulations. Device has been explanted

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6. Visual analysis of the photographs identified. Capsular contracture: unable to observe, since it is not related to the device. Device wrinkling: not observed. Crease/folding of implant: not observed. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade iii. Device has been explanted. Healthcare professional, later reported, " folds and lobulations are seen below the inner layer of the implant. The fibrous capsule is thickened, irregular, with a thickness of 3.0 mm".

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Device remains implanted.